Manufacturer narrative:
(B)(4).

Event description:
The customer reports: we entered his right ij with the syringe without difficulty. There was initial resistance to passing the guidewire, but upon rotation it was passed without difficulty. The track was dilated, then the dialysis catheter placed over the guidewire. Upon pulling out the guidewire there was significant resistance and the wire snapped, unravelling within the dialysis catheter. It unraveled around 10-15 cm from the tip of the guidewire (patient side/j loop side). We removed the entire wire and dialysis together in one piece. The guidewire did not snap in two but unraveled extensively. Afterward, the patient still required dialysis and a new kit was opened and a new line placed. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned the lidstock and an unraveled spring-wire guide (swg) from a cdc-22142-x1a kit for evaluation. The swg was unraveled from the distal end and kinked in several places. The distal weld had been broken off adjacent to the distal end of the inner core wire. Evidence of necking was observed, indicating undue force was applied to the swg. Visual inspection of the catheter could not be performed as it was not returned for evaluation. The length and outer diameter of the swg were measured and were found to be within specification. A manual tug test was performed to confirm the proximal weld was intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit states "if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter. In the circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously." The report that the guide wire was unraveled was confirmed through examination of the returned sample. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: we entered his right ij with the syringe without difficulty. There was initial resistance to passing the guidewire, but upon rotation it was passed without difficulty. The track was dilated, then the dialysis catheter placed over the guidewire. Upon pulling out the guidewire there was significant resistance and the wire snapped, unravelling within the dialysis catheter. It unraveled around 10-15 cm from the tip of the guidewire (patient side/j loop side). We removed the entire wire and dialysis together in one piece. The guidewire did not snap in two but unraveled extensively. Afterward, the patient still required dialysis and a new kit was opened and a new line placed. No patient injury reported.